Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) had electrocardiograms (egms) missing and also received several non-sustained right ventricular over-sensing (nsrvo) alerts due to unspecified over-sensing. The patient was asymptomatic. Further information was requested but not received.